Event description:
After injection, the integra needle did not retract and needle remained in patient's arm.

Manufacturer narrative:
Since the device is not available, and no catalog or lot number could be obtained, it is not possible to confirm the reported condition as a device malfunction.